Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was returned unrepaired. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
8110 syringe recalls. Syr split nut two rcl completed. Cracked front/rear cases, cracked barrel clamp, & handles. There was no patient involvement. (B)(6). Npi not confirmed unit received unexpectedly ups tracking number 1zat57312710748762 please note: unit will not be marked received/prcd until npi is confirmed and additional information is received/ confirmed by customer as unit was received without it. (B)(4). Additional repairs needed per marites malig, service tech. The repair estimate was sent to the customer but we did not receive a response. A copy of the email sent to the customer has been attached to this notification. Unit is being returned back un-repaired since the customer has been un-responsive. (B)(6). (B)(4).

Manufacturer narrative:
The customer did not authorize or respond to any device repair request. The device was returned unrepaired. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.